Event description:
Patient called lfs and alleged that their meter would not power on. They reported that the last time they tested was in 04 in the afternoon. The patient reported that on the day of the event, the patient was feeling sweaty so they went to the emergency room. The patient's blood sugar was tested on the hospital meter and the result was 208 mg/dl. Treatment is not known. The physician recommended that the patient call lfs for a new meter.